Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to battery tube connector not plugged in properly to the interface board. The pump had a cracked corner display window and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 276 mg/dl at the time of incident. The customer stated that the pump was not turning on even after battery changes. She stated that she pushed the reservoir with the plunger to give herself a bolus since the pump was not working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.